Manufacturer narrative:
(B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported an unresolved event ,while in use on this avea ventilator. The ventilator had an audible flutter sound with a rapid respiratory rate and a low minute volume (ve) alarm display. The patient was placed on an alternate ventilator, no reported harm with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory (fa) received the suspect gas delivery engine (gde) for investigation. The fa laboratory found dust within the gde and connector body to the secondary alarm assembly was missing. The calibration data was checked with no anomalies . Use testing was performed on the gde , which did not produce the reported event. The reported event was not duplicated therefore no component root cause could be determined. This issue will be internally investigated within carefusion.